Event description:
It was reported that at the time of implant of a new lead, there was a problem with deploying and retracting the helix. The lead was not used. No patient complications were reported as a result of this event.

Event description:
It was reported that at the time of implant of a new lead, there was a problem with deploying and retracting the helix. The 5076 lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor distorted; full lead was returned and analyzed. Distal conductor fracture(overstress). Inner insulation kinked and buckled. Blood in/on helix/lobe mechanism. Lead is stretched and damaged at implant. Helix will not extend or retract due to distal conductor distortion within the connector.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.